Manufacturer narrative:
Results - eval of the returned bed did not confirm the reported issue of missing zipper pull tab; however, on the left side window, the zipper slider body is open. There is a 1/4" tear in the right side window netting. (B)(4).

Event description:
Customer reported the pull tab to the zipper located at the head access panel is missing. The customer does not know the date when this was discovered. No pt incident or injury was reported.